Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (rlt231214 and plc121000) during an endovascular abdominal aortic repair procedure. On (B)(6) 2021, the patient underwent a computed tomography follow up scan. The scan demonstrated contrast outside the implanted devices. They suspected an endoleak type 3 due to infolding of the contralateral leg device (plc121000) at the overlap with the gate of the main body (rlt231214). A reintervention was scheduled to resolve the suspected endoleak. On (B)(6) 2021, the planned reintervention took place. During initial overview imaging the surgeon discovered that the contralateral leg device (plc121000) was outside the gate of the main body (rlt231214). However, it was reported that the blood flow was bilateral symmetric. The patient did not present with leg ischemia. Because the patient was fine the surgeon decided to terminate the procedure at this stage of investigation without resolving the endoleak type 3. Reportedly, during the index procedure, there were no problems with the imaging system itself and the patient was not obese which potentially might lead to bad imaging quality.

Manufacturer narrative:
G1: corrected manufacturing site and address

Manufacturer narrative:
H6-code 61: based on the event description and the subsequent investigation, the reported issue occurred related to the actions of the healthcare professional. Unintended use error caused the event. The contralateral leg device (plc121000) was implanted outside the gate of the main body. In the instruction for use the following is stated: contralateral leg hole guidewire cannulation 1. Use fluoroscopic visualization for all guidewire, sheath and device catheter manipulations. 2. Following manufacturer¿s instructions for use, advance a 0.035¿ (0.89 mm) ¿super stiff¿ guidewire into the contralateral leg hole of the trunk according to standard practice. 3. Verify that the guidewire is within the contralateral leg hole of the trunk by standard practice used to verify guidewire location. If multiple cannulation attempts fail, the trunk-ipsilateral leg endoprosthesis may be repositioned for better contralateral gate access by following steps a through d above. 4. Following manufacturer¿s instructions for use, introduce the recommended introducer sheath (table 22). Advance the sheath over the guidewire and through the contralateral leg hole of the trunk. Contralateral leg endoprosthesis positioning and deployment 5. Confirm final device position. Warning: incorrect deployment or migration of the endoprosthesis may require surgical intervention.